Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a home patient (hp) was connected to their homechoice (hc) during the self-testing. Therapy was discontinued prior to completion. The use of continuous ambulatory peritoneal dialysis (capd) was discussed with the care giver (cg). There was patient involvement, but no patient injury or medical intervention was reported. No further information is available.